Event description:
Country of complaint: (B)(6). The suture was frayed during the step of approach of the prosthesis to the artery, to the passage of the wire to the patch. Surgeon finished with different product.

Manufacturer narrative:
Mfg site eval: samples received: 3 unopened racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. Sewing test on artificial skin tissue has been conducted with the sample received and fraying does not appear when pulling the thread through the tissue. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.